Manufacturer narrative:
H10: one (1) used list # d1000, tego¿ connector; lot # 4340959 was received on august 12, 2020 for evaluation. No mating device was returned. The complaint of allow air in line could not be confirmed on the returned one (1) used d1000 tego. There were no tears or damages observed on the tego. The tego was leak tested per product specification and there were no leaks. The tego was attached to an ICU medical provided syringe and aspirated and infused multiple times. There were no air bubbles or air that appeared in the line. The returned one (1) used d1000 tego met product specifications. The device history review for lot number 4340959 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a tego¿ connector that had air entry in the blood circuit during hemodialysis where eprex 8000ui x3, and heparin siddique: 3000ui were used. The customer stated that after having incriminated an unspecified plicate line (baxter laboratory), the circuit was replaced with a line of other lot number, but the incident happened again. The tego connector was connected to an unspecified cannula catheter. The branch of the catheter was inspected and no visible cracks were found. The tego connector was replaced without further incident. The tego was installed on (B)(6) 2020 and removed on (B)(6) 2020. There was patient involvement, no adverse event or clinical consequence for the patient and no blood loss was reported.